Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient with a history of previous corneal refractive surgery experienced high vault. Reportedly, "[?]I have seen her last week: cornea clear, no inflammation, iop good, left eye pupille closed, right eye still dilated because the iris is trapped inferiorly. We started with spersa in order to try to close the pupille." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
(B)(4).